Event description:
The customer reported the instrument generated incomplete differential results and approximately 5 mls of fluid leaked underneath the coulter lh 500 hematology analyzer onto the counter. The customer observed the leak was coming from the I-beam tubing on pinch valve (pv27) which carries erythrolyse reagent. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical specialist (cts) assisted the customer in locating the leakage over the phone. The customer observed fluid was leaking from a worn I-beam tubing through pinch valve (pv27). The customer replaced the tubing, resolving the leak. The differential pak was also replaced and the customer performed several patient samples; the instrument was generating differential results. The instrument was returned to normal operation. (B)(4).